Event description:
It was additionally reported that there was no patient involvement.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was returned for investigation. A visual inspection found the device to cracked on the top case and right plunger case. A "motor rate error" was present in the event history log. Flow testing was performed and the "motor rate error" was present. Upon further inspection, the cause of the error was determined to be a combination of the motor assembly, lead screw, and clutch halves to be worn out due to normal wear.